Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05059. Additional information was received indicating both of the patients leads had migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that one of the patient's leads had migrated down. Surgical intervention is currently pending.